Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified related to spo2 and pulse rate, based on the investigation, the customer complaint could not be confirmed. The battery was also found to not hold a charge. The battery was replaced and the unit functioned as designed.

Event description:
It was reported that the spo2 readings are fluctuating from 70-90 bpm range. The customer changed the patient cable and sensor with the same result. No known impact or consequence to patient.